Event description:
Medical affairs spoke to patient who was in a rush to get off the phone. They claim their meter was not working and they were having symptoms of feeling shaky. Patient went to their md's office and claims they tested on the device. Pt does not recall the reading then they took three glucose pills and felt better. Md did not treat patient. Ccr was unable to resolve the issue and sent a new meter.